Manufacturer narrative:
(B)(4). Batch # p56246. Additional information was requested and the following was obtained: can you please clarify what was meant by, ¿could not fire farther¿? Could not fire farther after fired a half. But as removed the reload by big force with plier, so returned the reload was damaged and the staple driver were all up. On which firing stroke was the device on when the surgeon could not fire further with first ecr60b (1st, 2nd, 3rd, 4th)? Unknown stroke of 1st firing . On which firing stroke was the device on when the surgeon could not fire further with second ecr60b (1st, 2nd, 3rd, 4th)? Unknown stroke of 2nd firing. Did the second ecr60b cartridge have to be removed with pliers as well? Yes. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60b cartridges reloads present. The cartridge (b) was received fully fired with the cartridge deck damaged. The cartridge (c) was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3 with the cartridge deck damaged. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b: fully fired with the cartridge deck damaged as if it was clamped over a hard object. Cartridge c: left side outer row fully fired and the left two inner rows partially fired 1/3 with the cartridge deck damaged, the damage noted on the cartridge deck is consistent with the device being clamped over a hard object. Photographic analysis: first picture shows a blue cartridge with the one piece sled advanced can be appreciated, and at the right side can be seen damaged, with the pan dislodge. Second picture shows a blue cartridge with the pan dislodge from the cartridge. Based on the photos alone the event describe is confirmed.

Event description:
It was reported that during the endoscopic splenectomy, could not fire farther. After they took out the device, then could not remove the cartridge. Used pliers to remove the cartridge with force, so the cartridge was damaged. Changed another new blue reload and the event happened again. Another like product was used to complete the procedure. There is no report on the patient's injury.